Event description:
It is reported that the implant was opened on the surgical field and plastic cap was removed from tibial component. The taper plug was assembled and impacted one time with a mallet. After seating the surface onto the tibia and inserting the locking screw, the screw would not reach the taper plug. The surgeon could see the threads and felt like the screw was too short. Another implant was opened, and again, the new screw would not reach. The surgeon then asked for another implant which also did not work. After multiple attempts at getting the screw to engage, the surgeon decided to leave the surface in the pt without the screw. An x-ray was taken postoperatively which revealed the taper plug had separated from the tibial component, which explains why the screw would not reach the threads.

Manufacturer narrative:
Eval summary: it is possible that the taper plug was not properly impacted/seated to the tibia plate, and upon impaction, while putting the tibial plate onto the bone, it loosened and got detached from the tibia plate. However, the cause of the problem could not be definitively determined. H6: eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.